Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe luer slip foreign matter was found inside the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: client reports that she found a "scorpion cub" inside the 20ml ls syringe (990173). It was noticed when pulling the saline solution into the syringe, it was not applied to the patient.

Manufacturer narrative:
H.6. Investigation: DHR was performed and no qns or maintenance records that were related to the incident were found. The available sample presets fragmented material of non-entomological origin according to the identification report attached. This does not confirm the reported incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe luer slip foreign matter was found inside the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: client reports that she found a "scorpion cub" inside the 20ml ls syringe (990173). It was noticed when pulling the saline solution into the syringe, it was not applied to the patient.